Event description:
Omnipod insulin management system - lot number l30063. Three consecutive pods failed to deliver insulin. When company called, patient told on one occasion, "static electricity in her purse" was the issue and to wrap the pods in drier static cling products. The last call, the reason was, "the product has problems in cold weather". I fell sorry for diabetics in minnesota! Dates of use: 2009. Diagnosis: insulin dependent diabetic. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.